Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced episodes of hyperglycemia while using the ilet, with self-reported readings up to 272 mg/dl and durations outside target for several hours; the user believed the algorithm was off and reported not announcing dessert snacks, and the device replacement was not yet registered to enable data report retrieval. Symptoms included dizziness and blurry vision. Outcomes included no use of back-up therapy, no professional medical intervention, and no hospitalization. Investigation included customer support review, attempts to obtain device data via registration, and user education on meal announcing and use for snacks or desserts, followed by referral for training. Investigation of this case revealed that improper use related to missed meal announcements likely contributed to hyperglycemia, with no device malfunction confirmed due to unavailable data. It was concluded that the event was user-related with cause unclear for any device contribution and that education and training were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.